Manufacturer narrative:
Diagnostic/functional testing was not performed on this device due to it being exchanged for the customer. The system was exchanged for the customer to resolve their issue.

Event description:
The customer reported that during an evaluation at the bench repair facility, it was identified that the device had no audio. The device was not in use on a patient at the time of the event, there was no adverse event reported.